Manufacturer narrative:
(B)(4). The results of this investigation concluded leaflet 3 contained one tear. The inflow surface contained circumferential fibrous pannus ingrowth with narrowing of the inflow diameter. The outflow surface contained fibrous pannus ingrowth on leaflets 1 and 2. Leaflet 3 was fibrotically thickened. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, or tear was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed and a 23mm trifecta valve was implanted supra-annularly. On (B)(6) 2016, the valve was explanted secondary to reports of aortic regurgitation between the left and right coronary cusps resulting in a paravalvular leak. A 23mm magna ease valve was implanted. Ex vivo, a tear was observed along the stent posts.